Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that log file analysis captured several low speed and pump stopped events while the patient was apparently connected to battery power. The patient was reportedly pulsatile and stable. The patient was sent to the emergency department (ed) and was pending a chest/abdominal/driveline/controller x-ray. X-ray analysis helped to identify a possible point of fracture in the internal driveline. This area of concern had progressed since previous x-rays taken in 2020 prior to a driveline repair ((B)(4)). It was additionally reported on (B)(6) 2022 that the patient continued to experience pump stop events, low speed events, and was now experiencing low flow events. It was also reported that the healthcare providers (hcps) were considering possible pump exchange or decommissioning of the left ventricular assist device (lvad). It was additionally reported on (B)(6) 2022 that the patient had a dobutamine stress echocardiogram test to assess their heart function.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files collectively contain approximately 4 days of data and recorded multiple low speed and pump stop events while the patient was connected to battery power. No other notable events were observed. X-ray images were reviewed which revealed no area of concern regarding driveline wire damage. The patient was stable during these events. It was later reported that a plan of care was in discussion. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the device history records for (B)(6) and the driveline showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's left ventricular assist device was decommissioned on (B)(6) 2022. The patient was initiated on entresto (sacubitril / valsartan) and was tolerating well.

Manufacturer narrative:
Updated manufacturer's investigation conclusion. A review of the submitted log files confirmed events that appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files collectively contain approximately 4 days of data and recorded multiple low speed and pump stop events while the patient was connected to battery power. No other notable events were observed. X-ray images were reviewed which revealed no area of concern regarding driveline wire damage. The patient was stable during these events. It was later reported that the device was decommissioned on (B)(6) 2022. No product was returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and patient handling. A review of the device history records for (B)(6) and the driveline showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.